Event description:
It was reported that the scale would not zero, likely indicating that the scale was measuring weight inaccurately. The user facility was unable to provide a serial and model number and the device is pending investigation.

Manufacturer narrative:
The user facility was unable to locate the device for evaluation and canceled their request for service. Section h codes have been updated to reflect this. H3 other text : user facility was unable to locate the device for evaluation.

Event description:
It was reported that the scale would not zero, likely indicating that the scale was measuring weight inaccurately. The user facility was unable to locate the device for evaluation and canceled their request for service. The user facility stated no further action was needed and a new work order will be opened if the device is located.